Event description:
Allergan aesthetics received a report of a patient treated upper abdomen, lower abdomen and flanks with coolsculpting may have developed paradoxical hyperplasia (pah/ph). Patient states she saw dr. (B)(6) on (B)(6) 2022 and received a diagnosis of pah. Patient states she has a corrective surgery scheduled on (B)(6) 2023.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated upper abdomen, lower abdomen and flanks with coolsculpting may have developed paradoxical hyperplasia (pah/ph). Patient states she saw dr. (B)(6) on (B)(6) 2022 and received a diagnosis of pah. Patient states she has a corrective surgery scheduled on (B)(6) 2023.

Manufacturer narrative:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah/ph) with information supplied by the provider. Subsequent to the submission of initial medwatch, a panel review has deemed that this event is not consistent with ph.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the mid and lower abdomen, and flanks on (B)(6) 2019 using the cooladvantage coolcore and cooladvantage coolcurve+ applicators and presented with paradoxical hyperplasia (pah/ph) to the mid and lower abdomen.